Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date (11/1/25 used as placeholder) and involved a spiros¿ closed male luer w/red cap, (B)(4) units where the customer reported that the device became disconnected from the needleless connectors. It was unknown if there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in section d9.